Event description:
I was inserting the receiver for my left hearing aid into my ear. As I was putting it into the ear canal the wire attaching it to the behind the ear portion of the hearing aid broke off flush with the receiver. Because the receiver was not fully inserted into the ear canal I was able to remove it without medical assistance. Once fully inserted in the canal, it would be beyond reach without a medical procedure.